Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. Field service engineer (fse) swapped ui in and out of this device and determined alarm check vent led to failed 1105. The customer was swapping the user interface (ui) and a braided wire was moved and contacted the speaker housing causing the 5021 and 1102. The customer replaced the power management printed circuit board assembly to address the issue and the ventilator was returned to use. When the displays were swapped back the braided cable was moved again so the 5021 and 1102 did not reoccur. The customer was advised to verify positioning of the braided wires around the speakers. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
It was reported that the ventilator generated an alarm light emitting diode (led) (1105) failed. Also, caller reported that the unit is alarming check vent led to failed 1105. Also, it was reported that during troubleshooting with technical support the ventilator generated an primary alarm failed power on self test (post). No patient involvement.